Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Event description:
Treatment of a left unruptured ophthalmic ica (internal carotid artery) sidewall aneurysm measuring 16.4mm x 4.4mm. Four days post pipeline procedure, it was reported that the patient began to lose vision in her left eye which progressed to blindness. Imaging on the patient showed an in-stent stenosis and a patent ophthalmic artery.it was reported that the patient still had blindness in her left eye per follow-up on (B)(6) 2012 and her condition is ongoing.